Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the cp2 paxscan for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while testing the imaging system, the pendant displayed that the imaging system could not initialize and would not progress past the prompt. It was reported that bypassing the ethernet connection between the pleora and viewing station of the imaging system did not restore functionality. It was noted that the detector would not ready.

Manufacturer narrative:
The cpu was returned for analysis. Functional testing found that cpu was malfunctioning, and preventing the system was booting. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The power supply was returned to the manufacturer for analysis. Functional testing found that the power supply was malfunctioning. If information is provided in the future, a supplemental report will be issued.